Event description:
It was reported that sensing noise and decreased pacing impedance were observed on the right ventricular (rv) lead. Noise could be reproduced with provocative maneuvers. During revision, rv lead damage was observed. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that sensing noise and decreased pacing impedance were observed on the right ventricular (rv) lead. Noise could be reproduced with provocative maneuvers. Lead damage was suspected but could not be confirmed during diagnostic imaging. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.